Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the coating of grasping section was partially missing. The probe had cracks at 16 mm from the distal end. Both the probe and the grasping section had contact marks with each other. The tissue pad was worn at the proximal end of the grasping section. The manufacturing history was reviewed, with no irregularities noted. This type of the error and the coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the user activated the ultrasonic output while the subject device was grasping a thick and hard tissue, consequently the tissue pad at the proximal end was worn. It was also known that the proximal side of the jaw and probe came into contact since the tissue pad at the proximal end was worn, consequently the probe and the grasping section had contact marks. Furthermore, because the probe was subjected to a load, it had the cracks and the error occurred. Based on the past similar cases, it was known that the coating of grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a hard object. The instruction manual of the device has already warned as follows; when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment.

Event description:
During a total laparoscopic hysterectomy, the subject device was used. Probe damage error occurred. The procedure was completed with another device. There was no patient injury reported. As a result of evaluation of olympus medical systems corp. (Omsc) on october 10, 2017, omsc confirmed that the coating of grasping section was partially missing. It was not reported that the fragment of the coating fell into the patient.